Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported the implantable neurostimulator (ins) was no longer functioning.